Manufacturer narrative:
An ocd field engineer visited the site. No definitive root cause was determined. The fe performed adjustments to the reader camera to return the analyzer to expected operation.

Event description:
The customer reported that the ortho provue analyzer interpreted the results of antibody screen testing as negative for a known k positive patient sample. If a significant antibody / antigen interaction is not detected during antibody screen testing, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The customer was performing validation testing at the time of the incident; no patient samples were being processed preventing errorneous results from being reported.